Manufacturer narrative:
Device evaluated by manufacturer: the device was returned. The shaft, collar, and tip were microscopically and visually examined. Inspection of the device revealed that the collar was kinked and partially detached as it was lifted from the shaft material. There were numerous kinks also throughout the shaft of the device. The shaft and tip were flattened for 1cm from the end of the tip. The damage to the device is consistent to damage that can be caused due to handling of the device during preparation or while inserting into another device into the guidezilla device. The balloon catheter used in the procedure was not returned for analysis, so a test balloon catheter was used for functional testing. The tip was inserted into the collar, but resistance was met at the kinked and damaged collar. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 06jan2023. It was reported that another device couldn't advance through the guidezilla. A 7f guidezilla ii guide extension catheter was selected for use. During procedure, there was difficulty inserting another device to the guidezilla. The procedure was completed with another of the same device. No patient complications were reported. However, device analysis revealed that collar was partially detached as it was lifted from the shaft material.